Event description:
A healthcare professional reported that suction power did not work well during a cataract extraction procedure. The reporter also stated the handpiece is sometimes not recognized by the system. Add'l info has been requested.

Manufacturer narrative:
A visual assessment of the returned phaco handpiece revealed a strain relief separation at the phaco handpiece end of the cable along with dents in the phaco handpiece irrigation line. The observed phaco handpiece cosmetic nonconformities are unrelated to the customer reported event. A fingernail was firmly pressed into the surface of the phaco handpiece cable jacket to inspect for cable degradation and no penetration occurred. The ground resistance was tested and passed. The phaco handpiece was then primed and tuned without any issues. Add'l testing was performed and the phaco handpiece passed all functional testing. The disassembly of the phaco handpiece was not performed as the phaco handpiece will be returned back to the customer. A review of the phaco handpiece data info did not reveal any recent issues related to the customer reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this phaco handpiece. The root cause cannot be determined conclusively. (B)(4).